Manufacturer narrative:
H.6. Investigation summary: sample evaluation: a single 3ml 22g integra syringe in a sealed package was received, confirmed to be from batch # 7235633 (p/n 305272). The package was opened and the sample was visually evaluated. No defect was observed in the syringe. The sample's retraction mechanism was then activated successfully without any issues. Product defect could not be confirmed based on the sample received. DHR review for batch 7235633 (p/n 305272): manufacturing dates: 09/26/2017 to 10/01/2017. Batch quantity was (B)(4). Assembly record was reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235633 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: the sample's retraction mechanism was activated successfully without any issues. Product defect could not be confirmed based on the sample received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd integra¿ syringe with detachable needle malfunctioned as "while attempting an im injection on patient. When the plunger of the syringe was depressed, the needle did not retract as expected. Rn attempted to depress plunger a second time with more force but it still did not retract. The rn took the syringe out of the patient. No injuries sustained. Staff demonstrated correct practice to activate safety mechanism". There was no report of exposure, injury or medical intervention needed.